Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened and the u1 pcba was detached to download the receiver log, finding reboot receiver and error recovery within the incident date. The reported event of initializing screen without manual restart was confirmed during log review. A root cause for the firmware errors could not be determined.